Event description:
Following a successful tuna procedure, the pt presented to the emergency room with severe pain and urinary retention. Examination revealed obstruction of the right ureter and a stent was placed with relief of symptoms and no further complications. The stent is scheduled to be removed in one week.